Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms that occur after the second day of supply use. The customer's blood glucose (bg) level ranged from 400-582mg/dl. Manual injections and correction boluses were administered to address the bg levels. No troubleshooting was performed for the past occlusion alarms. A system check was performed using the current supplies and the occlusion was found to be in the infusion set tubing. The customer changed their infusion set tubing and cannula and successfully delivered a correction bolus. After the infusion set change, the customer received another occlusion alarm during basal delivery. Tandem technical support advised the customer that the issue might be with the cartridge, and offered to performed troubleshooting. The customer declined troubleshooting and stated they would take a break from using their pump. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.